Event description:
It was reported that the device delivered high voltage therapy during episodes of a non-ventricular arrhythmia. Abbott Technical Support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.